Event description:
It was reported that during follow-up, post-sensed t wave oversensing was observed. The patient received an inappropriate shock. Programming changes were made. Patient condition was good.